Event description:
The healthcare professional reported that during a thrombectomy procedure to treat an ischemic stroke, the physician felt strong resistance using a 132cm embovac 71 aspiration catheter (ic71132ca / 30917930). The physician used a ¿same -like¿ product and the procedure was successfully completed. There was no report of negative patient impact. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 06-oct-2023, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."

Manufacturer narrative:
(B)(4). Section e.1: the name, phone and email address of the initial reporter are not available / reported. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The presence of hydrophilic coating was confirmed. Three (3) compressed areas were found at the distal tip of the catheter; the first at 2 cm, the second at 3.5 cm, and the third at 8 cm. One (1) compressed area and one (1) kinked area were found at the body shaft of the catheter. The compressed section was found at 15 cm, and the kinked section was found at 32.7 cm. All measurements were taken from the distal end of the device. Further inspection under microscopic magnification revealed that as a result of the compressed area on the brite tip, the mesh structure of the first compressed area was found slightly stretched and the coating was found torn. The mesh structure of the rest of the brite tip compressed was found slightly stretched. The catheter was flushed with a lab-sample syringe and no water leakage was noted from the torn condition of the mesh structure. The inner diameter (ID) and outer diameter (od) of the catheter was confirmed to be within specifications. A review of manufacturing documentation associated with this lot (30917930) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported issue, the instructions for use (IFU) contains the following precautions: ¿ do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. ¿ exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
UDI related data quality updates only. Correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).